Event description:
It was reported that the y site needle leaked when dripping medication. Patient status/ intervention: change new needle.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the y site needle leaked when dripping medication. Patient status/ intervention: change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set could not be confirmed as the problem could not be reproduced. One 20 ga x 1 in safestep infusion set was returned for evaluation. The safety mechanism was returned fully advanced and the clamp was returned activated. The infusion set was flushed with water and no leaks were noted. The extension tubing was clamped in order to pressurize the device and no leaks were noted from the y-site or extension tubing. Since no leaks were noted during functional testing of the device, the complaint could not be confirmed. H3 other text : evaluation findings are in section h.11.